Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the electrode was connected to the generator and the pump was started and ablation was performed. The temperature was unstable and an error occurred after few seconds. The electrode was replaced with new one and the new one worked fine. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The sample read the temperature properly. This unit does not meet the requirements for a manufacturing failure. If information is provided in the future, a supplemental report will be issued.